Event description:
A us distributor contacted zoll to report that a pt passed away on (B)(6) 2015 around midnight while at home. The pt's wife reported that the pt was reading a got up to use the restroom. When he came back to bed he began to shake and his wife called for ems. Per review of the event, the pt experienced an inappropriate defibrillation event consisting of five shocks. Prior to the treatments, the device detected three arrhythmias, the ECG recording revealed the pt was in bradycardia with CPR artifact. Five treatments were delivered between 00:43:49 and 00:46:02. CPR artifact contributed to the false detections. The ECG recording for the fourth treatment revealed that the pt's underlying rhythm was asystole. Asystole is considered a non-shockable rhythm. The response buttons were not pressed during the entire event.

Manufacturer narrative:
Device eval: device eval of monitor sn 07093085 and belt sn (B)(4) have been completed. The monitor and belt were fully functional and able to detect and treat a pt. Asystole is considered a non-shockable rhythm. Monitor sn (B)(4). Electrode belt sn (B)(4), mfg date: 05/2013.